Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date, PMA/510(k) number, manufacture date . Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported during an initial right total hip arthroplasty on (B)(6) 2015 a piece of the broach fractured off near the extraction hole. The piece was in the patient's femoral canal and had to be removed causing a ten minute delay in the procedure. Another broach was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique; however, a conclusive determination could not be made.